Event description:
Pt had pacemaker inserted 7 yrs ago for heart block. Telephone interrogation showed generator approaching end of life. Pt also has another lead which is high surveillance lead. Pt is pacemaker dependent. Replaced w/pulse generator.